Event description:
Patient had a pacemaker placed at this hosp. Returned to home town with subsequent developement of infection at pacemaker insertion site. Patient requested that this be reported as possible problem of sterility of product vs. Breach of sterile technique.